Event description:
The customer reported that the system did not produce fluoro x-rays.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep found the cpu pcb was out of order. He changed the part and the system operated as intended.